Event description:
Christine zicaro reported that the home button on her t:slim x2 pump was less responsive when trying to wake the pump. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up with cts and is in the process of receiving a renewal pump.